Event description:
Per int'l affiliate; hosp reported that this is the second sensor that was placed. It was in place for one hour and the reading changed to 350mm. The sensor was removed and replaced.